Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) vacuum regulator will not adjust -710.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. It was reported that during the annual maintenance by getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) vacuum regulator was not adjusting. The vacuum was at -710mmhg. Fse replaced the pcb, front end, rohs and cable, pneumatic module to backplane. Fse found the batteries were charging. Verified it was cart power supply was intermittent. Re tighten all wires and re-secured all the terminal connectors. Functional tested without further failures or issues. All work was performed on the maintenance. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. The failure analysis and testing dept. Received part rev. C, sn (B)(6) with a reported unit failure of the vacuum regulator not adjusting. The fat performed a visual inspection and found the part to have 2 broken pins. Fat could not confirm the reported issue due to the broken pins. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were not identified.

Event description:
N/a.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) vacuum regulator will not adjust, it was at -710mmhg. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a